Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the complete lead was returned severed in two segments nine centimeters (cm) from the terminal pin. An abrasion in the trilumen insulation as well as an abrasion through the distal shocking cable was observed approximately 56-57.5 cm from the terminal pin. This type of abrasion was thought to be due to lead-on-lead contact. Analysis was able to confirm the reported allegations were due to the abnormalities observed with this lead.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms. A rise in the pacing impedance measurements up to 1000 ohms and oversensing of noise was also observed on the right ventricular (rv) channel. Pacemaker mediated tachycardia episodes were also noted. The physician suspects the rv lead is damaged however this has not been conclusively determined at this time. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.